Event description:
A report was received stating the ventilator experienced a blank graphical user interface (gui). Though requested, additional patient and usage information was not obtained by the manufacturer. There is no report of serious injury or death associated with this complaint.

Manufacturer narrative:
(B)(4).